Event description:
Additional information was received from the customer indicating that the active blade was retrieved using a needle holder. There was no patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: a3a, b1, b2, b5, h1, h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's tip broke off while activating during a therapeutic total laparoscopic hysterectomy. There was no report of the device breaking off within patient anatomy. The event resulted in a delay of less than 30 minutes. There was no patient injury or medical intervention associated with this event.

Event description:
It was clarified that the probe broke during surgery.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the company representative and based on the approved final investigation. This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient reported due to the retrieval of the active blade. Updated fields: b1, b2, b5, d4 - lot number, d8, d9, h1, h2, h4, h6, h7, h9, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.